Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A lead was returned for analysis in two pieces. Final analysis found two internal insulation abrasions noted at 40-41.5cm and 36-37cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.